Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. Specific symptoms were not reported. The patient consulted his doctor who advised him to remove the sensor and use medical lotion. The patient was not able to provide the name of the lotion and it is unknown if it was an otc or prescription product. At the time of the report he stated that his skin was improving. No additional patient or event information is available.